Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Initial MDR correction: corrected reported problem, fc 812:04 found upon review of event history instead of failure code 812:02 reported in the initial medwatch. Evaluation summary: the reported condition of a colleague infusion pump with fc 812:04 was confirmed but not reproduced during a review of the pump's event history. A root cause was not determined and no repairs were made as this is a baxter owned device and has been removed from service. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump experienced failure code 812:02. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.